Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The console device was evaluated and the reported condition that the device was overheating and will intermittently run the foot pedal was confirmed. An assessment was performed on the device which found that port two of the foot pedal ports did not work and had a cracked cover. It was determined that this damage was due to mishandling of the device by dropping or hitting the device against something or twisting the connector port causing the cable assembly wires to break off. It was further determined that the condition of the cracked cover was due to mishandling by dropping or hitting device with something causing the cover to crack. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the console device was overheating and would run the foot pedal intermittently. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.